Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders not crossed over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had an order discrepancy. The technical support specialist (tss) determined discrepancy was related to the order status and configuration in cerner and pyxis. No technical fault was found on the pyxis side, and the issue appears to have been administrative. The system functioned as intended after the technical support specialist troubleshot the device.